Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the head of the knife suddenly fell off when the device was used to cut fat.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the knife blade was exposed while the jaw was open. The reported condition was not confirmed. The knife blade was found to be intact with no missing piece. However, an additional failure was found. The investigation found the knife blade was exposed near the end of the jaw tip. The knife was not able to retract or advance. The device was disassembled and the device knife blade push rod was found to be bent. The bent push rod indicated a hard object was grasped while the cutting mechanism was engaged, this action caused an excessive force to occur at the end of the push rod. The excessive force bent the push rod which damaged the knife cutting mechanism. The investigation identified the root cause of the exposed knife to be user error. The instruction for use (IFU) warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, the head of the knife suddenly fell off within patient's cavity when the device was used to cut fat. When the time fell off, the doctor immediately took out. They replaced a new cutter head to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.